Manufacturer narrative:
.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with abdominal sacrocolpopexy, anterior colporrhaphy, partial vaginectomy and graft insertion x2; due to stage 4 post-hysterectomy vaginal vault prolapse, stage 4 cystocele and enterocele. It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding, bladder spasms and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2006 due to graft from sacral colpopexy done in (B)(6) 2005 due to continued sui. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.